Event description:
It was reported while using bd emerald 10ml sterile disposable graduated concentric luer slip syringe the tip of the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter: we have recovered a syringe where the tip broke off when setting up the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-apr-2023. H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2301187. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality engineer team. Through examination of the sample, the tip was observed broken. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damage components identified. It is possible that this incident resulted from a blockage in the barrel feeding process. After the blockage, the syringe was damaged but went undetected by the assembly machine¿s detection system and then resulted in breakage during use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald 10ml sterile disposable graduated concentric luer slip syringe the tip of the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter: we have recovered a syringe where the tip broke off when setting up the needle.